Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had a gradual decline in pacing impedance, and was now out of range less than 200 ohms. There was no observation of noise. The plan was to monitor the patient via the remote monitoring system, and an echo was going to be performed to see if the patient still needed ICD therapy. The lead remains in-service. No adverse patient effects were reported.

Event description:
Additional information was received that the echo was performed and showed improved patient condition. Device was programmed to monitor only, and a system extraction was planned next month.

Event description:
It was reported that system exhibited a gradual decline in pacing impedance on the right ventricular(rv) channel. The measurements were noted to be less than 200 ohms and out of range. The plan was to monitor the patient via the remote monitoring system, and an echocardiogram was going to be performed to see if the patient still required this implantable device. The lead remained in service. No adverse patient effects were reported. Additional information was received that the echocardiogram showed improved patient condition. The device was programmed to monitor only, and a system extraction was scheduled to be performed in the future. It was reported that a revision procedure was performed and this right ventricular lead was found to be completely broken at the location underneath the clavicle. Removal difficulty was experienced and the lead was surgically abandoned. A replacement rv lead was implanted without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.